Event description:
The patient received an aortic root replacement and reimplantation of coronary arteries with medtronic freestyle procine aortic root valve replacement and datascope intervascular dacron extension graft. The patient was readmitted 8 months later (for 31 days total admission) with a three week history of fevers. Patient had previous admissions to a hospital in another country prior to the current admission. The patient was returned to surgery two weeks after admission, with suspected endocarditis. The physician did a resection of the ascending aortic graft and insertion of a cadaveric aortic conduit. The following was noted regarding the explanted aortic graft, "inside of aortic graft was very dense fibrinous vegetative mass extending just up to the distal suture line. There was one vegetation coming off of the under surface of the porcine root below the noncoronary leaflet and somewhat of an abscessed cavity in that area." Initial culture results on the identification of the organism is nocardia. Sensitivity testing results are still pending.